Event description:
It was reported that patient presented for follow-up in clinic. It was noted that right ventricular (rv) lead exhibited loss of capture. X-ray was performed and revealed that the lead had dislodged. Rv lead was explanted and replaced with new lead. Patient condition was stable.